Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the filter pro cap fell off and leaked while it was in the tube system during transport to the lab. There was no patient involvement.

Manufacturer narrative:
H3: two new unused, unopened 3ml line draw syringe sister samples from the same lot were received for evaluation. Visual inspection, pressure testing, and device history review did not identify any manufacturing nonconformances, and the samples met all applicable product specifications. The actual device involved in the reported event was not returned and therefore was not available for investigation. As a result, the complaint could not be confirmed as a manufacturing-related issue, and the probable cause of the event remains indeterminate. Review of the instructions for use indicates that improper advancement of the plunger or continued pressure after filter wetting may result in disengagement of the filter-pro device. Based on the available information, no corrective or preventive action was required. The manufacturer will continue to monitor complaint and post-market data for adverse trends.